Manufacturer narrative:
The baxter technician found a wire detachment on the main pcba. The breathe technologies® life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The life2000® ventilation system consists of the life2000® ventilator and the life2000® compressor. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: ¿ positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). ¿ assist/control mode of ventilation. The system is suitable for use in home and institutional settings and is not intended for ambulance or air transportation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. A replacement device was shipped to the patient to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a customer stating the compressor started sparking. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).